Manufacturer narrative:
Multiple service actions were performed, therefore, the specific root cause could not be determined.

Event description:
The initial reporter questioned the results for multiple patient samples tested for ft3 and ferritin on a cobas e 411 analyzer (disk system). The customer provided general examples for patient samples when tested for either ft3 or ferritin. The initial ft3 result was a data flag of lower than test (<test). The numeric result was not provided. The repeat result was a data flag of greater than test (>test). The numeric result was not provided. When the sample is repeated again, the result was again a data flag of lower than test (<test). The numeric result was not provided. The initial ferritin result was a data flag of lower than test (<test). The numeric result was not provided. The repeat result was a data flag of greater than test (>test). The numeric result was not provided. When the sample is repeated again, the result was again a data flag of lower than test (<test). The numeric result was not provided. A specific example of discrepant results for ferritin was provided for 1 patient sample: the initial result from the e411 analyzer was a data flag of lower than test (<test). The numeric result was not provided. The repeat result from a cobas pure analyzer was approximately 2000 mg/l. This result was believed to be correct.

Manufacturer narrative:
The ferritin reagent lot number was 695226 with an expiration date of 31-may-2024. The ft3 reagent lot number and expiration date were not provided. The customer noted that qc was acceptable. The field service engineer (fse) replaced the sample/reagent probe on 15-nov-2023. All sample/reagent probe and sipper probe adjustments were checked; height adjustments were made. Qc results for ft3 were low. The fse noted the bead mixer was touching the cover and manually moved the bead mixer assembly. Qc was repeated and was acceptable. The investigation is ongoing.